Event description:
It was reported that the device was used during a laparoscopic gastric bypass. When the packaging was opened, the blue ancillary trocar appeared to be bent and after inspecting it appears to have a crack in the plastic. The device was not used. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4) (B) (4). Info anticipated, but unavailable at this time.